Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the isi core due to error 40241. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The isi core was analyzed and noticed that the auxiliary video board (avp) did not have led lights illuminated, signaling that there are issues with the power tray. The complaint was confirmed based on the field evaluation/ failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the power tray isi core power distribution (ipd) board was the root cause of the reported event in the field.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system was faulting with error 40241. Customer unplugged the blue fiber to the patient side cart (psc) and turn off the surgeon side console (ssc) breaker and reset the vision side cart (vsc) breaker again and just power on the vsc by itself with no change, the vsc does not complete start up and the touchscreen has a spinning wheel. The procedure was completing as planned with no report of patient injury.